Manufacturer narrative:
Serial number was not provided therefore a review of the device history record cannot be performed. Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8300 ch error. Technical support: customer reports ecomm error on their 8300: logic board: 1. Informed this is most likely due to the logic board. 2. However I recommended reflashing the firmware first. 3. Walked customer through the flashing process. 4. Called to follow up with customer with no answer and no option to leave a voicemail. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue.

Event description:
It was reported "8300 ch error". There was no additional information provided and no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported "8300 ch error". There was no additional information provided and no patient involvement.